Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, mode switch, failure to capture and failure to sense. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region consistent with procedure damaged. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.

Event description:
Related manufacturer report number: 2017865-2023-03137. Related manufacturer report number: 2017865-2023-03139. It was reported that a patient presented with high capture threshold, loss of capture, and loss of sensing on the right ventricular (rv) lead; and loss of capture, loss of sensing resulting in inappropriate mode switch on the atrial lead. On (B)(6) 2023, chest x-ray was performed and revealed that the implantable cardioverter defibrillator (ICD) had migrated and the rv and atrial leads had dislodged. On (B)(6) 2023, the physician elected to reposition the ICD and rv lead. During revision of the atrial lead, the helix would not extend. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.